Event description:
It was reported that the right ventricular lead threshold was 2.5 v and the physician considered this high. The device output was reprogrammed and the lead may be repositioned, but currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.